Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference: 2182269-2020-00050, 3008452825-2020-00255, 3008452825-2020-00256, 2182269-2020-00051. During ventricular tachycardia mapping in the left ventricle, a pericardial effusion occurred. After approximately an hour of mapping, using transseptal approach, the patient became hypotensive. An ultrasound confirmed a pericardial effusion for which a pericardiocentesis was administered. An additional ultrasound confirmed a hemothorax on the left side of the thorax, which was treated with a thorax drain. The cause and location of the pericardial effusion remains unknown, however it was noted the transseptal puncture was difficult. The patient was stable with minimal use of catecholamines and transferred to the ICU. There were no performance issues with any abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.